Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there is no indication that intervention was performed, and exact cause of the worsening regurgitation is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) through a clinical study, four years after the implant of a 23 mm sapien valve by venous femoral approach in pulmonic position, moderate central aortic insufficiency (cai) and paravalvular leak (pvl) was seen in the 4 years follow-up echo. One year later, in the 5 year follow-up echo, the transvalvular regurgitation had worsened to severe. A new catheterization procedure for diagnosis was programmed and eventually for a new implantation procedure.